Event description:
It was reported that an Inflatable Penile Prosthesis (IPP) exhibited fluid loss, and the pump was difficult to squeeze and contained air. A surgical procedure was performed to remove and replace the IPP. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete Unique Identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.